Manufacturer narrative:
F pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a representative indicated the insertable cardiac monitor (icm) device had reached end of service, was still in its original packaging, not enrolled or implanted. The representative was advised to return the device and coordinate with inventory to obtain a replacement. There was no patient involvement.